Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the watchman delivery system (wds) and the related watchman access system (was) were received. The implant was received inside the sheath and was deployed during the lab analysis. The implant size was consistent with the reported information. The tip, sheath, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath, tip damage (tricuts flared/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the physician was recapturing the device because it was too proximal. There was one partial recapture prior to the physician attempting the full recapture.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06243. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 30mm watchman® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed, but required recapture. However, the device could not be recaptured completely into the sheath. The devices were removed. They opted to not complete the procedure. There were no patient complications reported. The patient¿s condition was fine.